Event description:
It was reported that the customer received a button error and the up arrow kept on scrolling nonstop. Customer's blood glucose was 107 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly. No sticky buttons, ramping numbers on their own or scrolling bar moving anomaly noted. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.